Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture. The affected side is unknown. Device has been explanted.

Event description:
Physician reporting rupture. Ultrasound report provided shows "no microcalcifications nor nodules suspicious of malignancy. Intracapsular rupture of the right device. Normal exploration. No pathological alterations".this relates to the right device. Device explanted and replacement with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reporting rupture. Ultrasound report provided shows "no microcalcifications nor nodules suspicious of malignancy. Intracapsular rupture of the right device. Normal exploration. No pathological alterations".this relates to the right device. Device explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed two opining on the radius and anterior side assessed as surgical damage opening. No additional observation.

Event description:
Physician reporting rupture. Ultrasound report provided shows "no microcalcifications nor nodules suspicious of malignancy. Intracapsular rupture of the right device. Normal exploration. No pathological alterations".this relates to the right device. Device explanted and replaced with a non-allergan device.